Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the condition was not determined. Additional recommended instruction is provided with this device for how to connect the female luer lock and the male luer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported approximately 15 minutes after starting patient treatment with a prismaflex m100 set, an external blood leak occurred. It was reported the "access connector damaged." There was no patient injury or medical intervention associated with this event. No additional information is available.